Manufacturer narrative:
Date of event estimated. The UDI is unknown because the part number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty inflating the balloon (balloon slipping). There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the account is dissatisfied with the performance of the trek balloon catheters. Reportedly, when the balloon reaches the target lesion, the balloon tends to slip from where it is placed. The balloons is "watermelon seeding". There was no adverse patient effect and no clinically significant delay in the procedure.